Manufacturer narrative:
Investigation: DHR review for batch 7156960 (p/n309570): manufacturing dates: 6/9/2017 to 6/11/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight tests were performed as per requirement with acceptable results. Batch 7156960 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the barrel of the 3 ml bd luer-lok¿ syringe with attached needle 25 g x 5/8 in, before use. No reported medical intervention or serious injury.